Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. This product is no longer in production at bard and is now outdated, therefore this bard IFU was unable to be reviewed. (B)(4).

Event description:
It was reported that the urine sat at the tip of the tube and did not always drain into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine sits at the tip of the tube and does not always drain into the bag.